Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have replaced the power supply and the issue was resolved. Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, during maintenance, the e360 ventilator generated a low battery alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A power supply printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to the power supply.